Manufacturer narrative:
This lead was returned to our post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found dried blood in the helix housing. Subsequent testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement. Resistance testing confirmed the electrical continuity of the conductors. Outer insulation damage was identified and was likely due to the use of electro cautery at the explant procedure. No lead issues were noted that would have made dislodgement more likely than what is described in the instructions for use as a known inherent risk of the use of this product.

Event description:
It was reported that an x-ray identified this atrial lead had dislodged. A revision procedure was performed, and the lead was explanted and replaced without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that an x-ray identified this atrial lead had dislodged. A revision procedure was performed, and the lead was explanted and replaced without further incident. No additional adverse patient effects were reported.